Manufacturer narrative:
Evaluation summary: evaluation of the returned valve confirmed extensive intrinsic and extrinsic calcification at the aortic walls, belly regions and the free marins on all leaflets. There was also host tissue encroaching on the inflow of the valve. This had led to incomplete coaptation and stenosis. Note: calcification and host tissue overgrowth are patient related events. X-rays taken of valve.

Event description:
Valve reportedly explanted after approximately three year implant duration due to gradient across valve and leaflets were calcified and thickened. No further information provided.